Manufacturer narrative:
Product event summary: performance data was collected from the device and was analyzed. The primary save to disk finding noted the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance on the rv defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance on the superior vena cava (svc) defibrillation coil was beyond the expected upper range. One patient alert for hvb-hva lead z and svc(hvx) lead z=200 ohms on (B)(6) 2013. Weekly hv trend data shows an increase for max hvb and svc= 70 to 200 ohms peak between (B)(6) 2013. Five patient alerts for rv pace lead z between (B)(6) 2013. Weekly pace lead trend data shows an increase for min and max ventricular pace= 560 to 16382 ohms peak between (B)(6) 2013.

Event description:
It was reported that the right ventricular lead had high impedance and noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo. It was also noted that the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. The lead segments returned were a proximal portion measuring 1.5 cm, a medial portion measuring 1.5 cm, and a distal portion measuring 1.5 cm.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.